Event description:
Same case as MDR ID# 2134265-2012-06547. It was reported that during a percutaneous coronary intervention procedure stent damage occurred. Vascular access was gained via the femoral artery. The target lesion was located in a severely tortuous left anterior artery (lad). A promus element mr 3.0x28mm stent could not cross the lesion. As the promus element stent was being removed, the stent dislodged from the balloon while outside the patient. The physician then selected a promus element plus mr 3.5x28mm stent which failed to cross the target lesion, as the promus element stent was removed stent damage was noted outside of the patient. The procedure was completed with another same device and no patient complications were reported. The patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).